Manufacturer narrative:
The agent reported "(reason is unknown. Ref (B)(4) stated 2nd stage revision, no information was provided about the 1st stage to remove the affected items.)". The previous surgery and the surgery detailed in this event occurred 1 year and 1 month apart. This evaluation is limited in scope as the items associated with this investigation were not returned to djo surgical - austin for examination. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate the reported devices were defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. Note: pc form, primary surgery d-ticket and revision surgery d-ticket were not available.

Event description:
Revision surgery - due to unknown reason.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available